Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient who had total hip replacement performed in (B)(6) in 2013 is having a femoral side revision performed in (B)(6) on (B)(6) 2022. Reason for revision is stated to be ¿aseptic loosening¿.

Manufacturer narrative:
Product complaint # (B)(4). Information was received indicating that "the femoral component was not actually loose. It was well fixed and required an osteotomy to remove." Due to this, depuy synthese joint reconstruction considers the device on this report to be not reportable as there is no allegation of deficiency or patient harm, additional follow up is being conducted. Further updates will only be provided if additional information is received that changes the regulatory determination.